Event description:
The customer reported that the unit was displaying issues where the primary oxygen saturation (spo2) was dropping off the monitor, and the probe would not light up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that the primary spo2 was dropping off the bedside monitor (bsm-1773a, sn: (B)(6)) and the probe would not light up. No patient harm was reported. Service requested / performed: repair / evaluation. Investigation summary: the reported device was returned for evaluation. The reported issue of spo2 dropping off could not be duplicated after extensive testing. The root cause of this issue is not a result of a deficiency or non-conformance of the bms-1733a. The monitor has been evaluated and no problem was found. The overall risk score is medium. A CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to this report: b2, d4 lot # & expiration date, d6a & d6b, d7b, d10, f1 - f14, g4 device bla number, g5, g7, h7, h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. A2 - a6, b6, b7. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for all the information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for all the information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for all the information: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the unit was displaying issues where the primary oxygen saturation (spo2) was dropping off the monitor, and the probe would not light up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 02/10/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported that the unit was displaying issues where the primary oxygen saturation (spo2) was dropping off the monitor, and the probe would not light up. No patient harm was reported.